Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with breathlessness on exertion at the two-week post implant follow-up visit. The presenting electrogram (egm) showed right ventricular (rv) loss of capture at programmed settings 3.5v @ 0.4ms. The patient's underlying rhythm is sinus bradycardia with long first-degree heart block. The rv sensing measurements were 13.7mv and threshold measurements in both configurations were 4.5v @ 1.5 ms. The pacing output was increased to 6.0v @ 1.5ms. The implanting physician did report that placement of this lead was challenging due to significant tricuspid regurgitation. The patient will be seen in 3 months. No adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced without complication. Post operative measurements were satisfactory. The explanted lead will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with breathlessness on exertion at the two-week post implant follow-up visit. The presenting electrogram (egm) showed right ventricular (rv) loss of capture at programmed settings 3.5v @ 0.4ms. The patient's underlying rhythm is sinus bradycardia with long first-degree heart block. The rv sensing measurements were 13.7mv and threshold measurements in both configurations were 4.5v @ 1.5 ms. The pacing output was increased to 6.0v @ 1.5ms. The implanting physician did report that placement of this lead was challenging due to significant tricuspid regurgitation. The patient will be seen in 3 months. No adverse patient effects were reported.